Event description:
Stapler would not initialize when seated in arm. Finally got it to initialize, but it didn't recognize what color load was in the stapler and the arm would not move from the surgeon console.